Event description:
Pt was having a hand-assisted laparoscopic sigmoid colectomy. Gia stapler was used to transect sigmoid colon and rectum and was found to have not fired on the rectum end well into the case. At this point, they converted to open procedure to open surgical procedure to complete the colectomy. Wash out and irrigation was required.